Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown, doctor could not locate; / no coils were present'), pregnancy with contraceptive device ('pregnancy (termination)') and syncope ('vasovagal syncope') in a 37-year-old female patient who had essure (batch no. 828270-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (total number of pregnancies: 4 total number of live births: 3((B)(6) 1995; (B)(6) 1997; (B)(6) 2003)). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced vulvovaginal burning sensation ("vulvar burning") and pruritus ("itching"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain") and was found to have heart rate decreased ("heart drop"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, syncope, urinary tract infection, dyspareunia and heart rate decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal burning sensation and pruritus had resolved and the migraine, dysmenorrhoea, fatigue, pelvic pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heart rate decreased, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, syncope, urinary tract infection, vaginal haemorrhage and vulvovaginal burning sensation to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2012 and (B)(6) 2013. Insertion details:- left - 6 trailing coils were noted. Right - 11 trail coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: termination. Most recent follow-up information incorporated above includes: on 11-oct-2019: update of information (batch not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown, doctor could not locate; / no coils were present'), pregnancy with contraceptive device ('pregnancy (termination)') and syncope ('vasovagal syncope') in a 37-year-old female patient who had essure (batch no. 828270-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (total number of pregnancies: 4 total number of live births: 3(B)(6)1995; (B)(6)1997; (B)(6)2003)). In (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2014, the patient experienced migraine ("migraines / headaches"). In (B)(6)2017, the patient experienced vulvovaginal burning sensation ("vulvar burning") and pruritus ("itching"). In (B)(6)2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6)2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain") and was found to have heart rate decreased ("heart drop"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, syncope, urinary tract infection, dyspareunia and heart rate decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal burning sensation and pruritus had resolved and the migraine, dysmenorrhoea, fatigue, pelvic pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heart rate decreased, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, syncope, urinary tract infection, vaginal haemorrhage and vulvovaginal burning sensation to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6)2012 and (B)(6)2013. Insertion details:- left - 6 trailing coils were noted. Right - 11 trail coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Pregnancy test - on (B)(6)2018: termination. Lot number 828270 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown, doctor could not locate; / no coils were present'), pregnancy with contraceptive device ('pregnancy (termination)') and syncope ('vasovagal syncope') in a (B)(6) female patient who had essure (batch no. 828270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (total number of pregnancies: 4. Total number of live births: 3 ((B)(6) 1995; (B)(6) 1997; (B)(6) 2003)). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced vulvovaginal burning sensation ("vulvar burning") and pruritus ("itching"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain") and was found to have heart rate decreased ("heart drop"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, syncope, urinary tract infection, dyspareunia and heart rate decreased outcome was unknown, the vaginal haemorrhage, menorrhagia, vulvovaginal burning sensation and pruritus had resolved and the migraine, dysmenorrhoea, fatigue, pelvic pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, heart rate decreased, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, syncope, urinary tract infection, vaginal haemorrhage and vulvovaginal burning sensation to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2012 and (B)(6) 2013. Insertion details:- left - 6 trailing coils were noted. Right - 11 trail coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: termination. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Lab data and lot number added. Event injury replaced with events vaginal bleeding, menorrhagia, infection (bladder/urinary tract/vaginal) type: uti, vulvar burning, itching, migraines / headaches, migration of essure device location of device: unknown, doctor could not locate, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pelvic pain, lower abdominal pain, pregnancy (termination), vasovagal syncope, heart drop and device ineffective added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.